Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The device jaws with reload attached could not open. The report indicated there was no patient involvement. No further information was provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a device. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.